Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Vascular access was gained via the right femoral artery. The 80% stenosed, 2.75x40mm concentric lesion was located in the heavily calcified, severely tortuous mid right coronary artery. There were significant 60 degree bends in the proximal and mid artery in opposite directions. Initially, the lesion was treated with rotational atherectomy with 1.25mm and 1.5mm burrs. Predilation was then completed with 2.0x12mm nc quantum apex and 2.5x12 nc quantum apex balloons. The 2.75x28mm promus element plus stent was successfully deployed to the mid lesion. Some difficulty was noted during advancement however the stent was fully deployed and well apposed to the vessel. The physician then attempted crossing the stent with a 2.75x16mm promus element plus stent delivery system to treat the distal lesion however difficulty was encountered through the proximal portion of the 2.75x28mm stent. After multiple attempts the 2.75x16mm promus element plus stent was able to cross and successfully deployed. Post deployment it was noted that the 2.75x28mm promus element plus stent was deformed and the proximal portion of the stent had collapsed. A 2.75x12mm nc quantum balloon was advanced and dilated the proximal portion of the 2.75x28mm promus element plus stent. A 2.75x12mm promus element plus stent was then deployed in the gap between the two previously placed stents to complete the procedure. No patient complications were reported and the patient remained stable.